Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000475, serial/lot #: 245129-0005 rev. 1, product ID: bi70000053, serial/lot #: 423679 rev. 1, UDI#: h3: a medtronic representative went to the site to test the equipment. Testing revealed that the mvs interface cable and breakout panel were replaced. The imaging system then passed the system checkout and was found to be fully functional. The mvs interface cable (bi71000475) was returned to the manufacturer for analysis. Analysis found that during the bench test, an open connection was found, thus failing the bench test. Analysis found that the reported event was related to an electrical issue. The breakout panel (bi70000053) was returned to the manufacturer for analysis. The breakout panel was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. H6: fdm b01, fdr c13, fdc d02 are applicable to the system checkout. Fdm b01, fdr c02, and fdc d02 are applicable to the mvs interface cable (bi71000475) hardware analysis. Fdm b01, fdr c19, and fdc d14 are applicable to the breakout panel (bi70000053) hardware analysis. Multiple annex g codes were reported. G02004 corresponds to the concomitant product bi71000475. G02017 corresponds to the concomitant product bi70000053. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the battery charger did not work. The issue was with the image acquisition system (ias) port and the cable going from mobile view station (mvs) and ias. The next step was to replace the port and cable. There was no patient involvement.